Manufacturer narrative:
Concomitant products: 250ml bag of 0.9% sodium chloride injection, usp (hospira; lot 66-057-jt, exp 1jun2018); therapy date (B)(6) 2016. The customer¿s report of fluid leakage at the attachment site of a texium-bonded secondary set to a primary set was confirmed visually through a customer-provided photo. Visual and microscopic inspection observed no anomalies. Functional and pressure testing was unable to replicate any leaking. The root cause of fluid leakage at the attachment site of a texium-bonded secondary set to a primary set was not determined.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the texium leaked at the connection to the primary line. There was no report of patient harm.